Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead dislodged during implant. The lead dislodgement was confirmed with fluoroscopy. The lead was not used and replaced during the procedure. The patient was stable.